Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 4, the implant had not achieved osseointegration. Clinician noted a local infection, mobility, bleeding and inflammation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 4, the implant had not achieved osseointegration. Clinician noted a local infection, mobility, bleeding and inflammation. There were no reported post-operative complications. (B)(4).